Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Product remains implanted.

Manufacturer narrative:
The site has indicated that the pump remains implanted, the controller has been returned to the manufacturer for evaluation on 04-15-2014. The hvad driveline was not returned for analysis as it remains implanted in the patient. Review of the manufacturing documentation confirmed that the devices met all requirements for release. Review of the controller log files revealed a vad stopped/vad disconnect alarm followed by multiple electrical fault and controller fault alarms that correlate with the reported event. A cleaning procedure was performed to mitigate and remediate the conditions reported under the event. The root cause of the event cannot be conclusively determined; however, the most likely root cause is a contaminated driveline port, which resulted in a partial connection between the driveline and the controller. The confirmed malfunction is related to the reported event..internal investigation of these types of events found possible contamination sources to be biological material, antibiotics, dextrose solution, or saline. Implementation actions from an internal investigation included distribution of a technical bulletin, which detailed recommended steps for ensuring the integrity of the connection between the driveline and controller.

Event description:
Approximately nine days after implantation, it was reported that the patient experienced electrical fault alarms. Preliminary review of the controller log files indicated that there was one pump stop. The heartware field service engineer visited the site. Visual inspection of the driveline connector revealed contamination with a very small amount of foreign material also noted in the controller driveline connector. A cleaning procedure was performed. The patient tolerated the procedure well and there is no patient injury to report. Investigation is ongoing.